Event description:
Customer reported that she went to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was off the meter so was above 672 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime anomaly. The insulin pump was received with a missing end cap sticker.